Manufacturer narrative:
(B)(4). Device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a posterior fixation was performed with click¿x instruments and implants. It was reported that the screws were inserted according to surgical technique. When the screw was inserted until middle of pedicle half of the screw head broke and it was impossible to engage screw with screwdriver. Also the other screwdriver didn¿t engage with the screw. It was not possible to insert or remove the screw. A substitute instrument pliers for screw removal, length 205mm was borrowed from another hospital and then the first screw was removed. The surgeon used pedicle probe one more time until length 55mm. A screw was inserted and the same thing happened; it was inserted and half of the pedicle got stuck. No forward or reverse movement with screwdriver was possible. The surgeon used pliers for screw removal one more time. And the same happened with another screw. This is report 3 of 5 for (B)(4).

Event description:
Additional information was received on july 23, 2015 reporting that surgical procedure lasted nine (9) hours in total. It is not known how long the surgery was delayed due to the reported event. During this time, the patient did not receive anticoagulant medication because it was determined that the risk of thinning the blood resulting in massive bleeding was higher than the risk of thrombosis. Nevertheless, the patient suffered massive thrombosis and subsequently died (as previously reported) on the 15th day after surgery.

Event description:
Update 15.july 2015: patient died on day 15 after surgery, the reported cause of death was due to massive thromboemboli. Patient data not available. The reported death occurred outside of the us 15 days after surgery with synthes implants, however, there is no information to indicate the death was related to synthes implants. The reporter of this information has stated there is no further information available.

Manufacturer narrative:
Subject device has been received and an investigation review was performed. The investigation of the complaint articles has shown that: the 3 pedicle screws has shown that the heads are completely damaged. The recesses are completely rounded due to turning with the tip of the screwdriver. Due to this damage, it is not possible to measure the inner dimensions of the recesses. Reviewing the manufacturing and material documentation of all complained parts shows conformity to the specifications. Reviewing the manufacturing and material documentation of all complained parts shows conformity to the specifications. All lots were released after successful final inspection and left our manufacturing site in faultless condition. Device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 24.oct.2014, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information an investigation summary was performed. The investigation of the complaint articles has shown that: 498.565 / 9226765, the investigation of the 3 pedicle screws has shown that the heads are completely damaged. The recesses are completely rounded due to turning with the tip of the screwdriver. Due to this damage, it is not possible to measure the inner dimensions of the recesses. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (part number 498.565, 6.2mm ti click'x® pedicle scr dual core 55mm thread length, lot number 9226765). The investigation of the pedicle screw revealed that the head is completely damaged. The recess is completely rounded due to turning with the tip of the screwdriver. Due to this damage, it is not possible to measure the inner dimensions of the recesses. A review of the manufacturing and material documentation of the subject device shows conformity to the specifications. The lot was released after successful final inspection and left the manufacturing site in faultless condition. A microscopic investigation was conducted for the subject device and revealed the subject device was damaged due to mechanical mishandling during use. The microscopic investigation clearly identified mishandling during use as final root cause. No indication for material or design related issue was found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.